Event description:
The customer reported the smartsite infusion set clogged and the tubing ballooned just past the junction. There was no report of pt harm or medical intervention. No further pt/event info is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's report that the smart site infusion set clogged and the tubing ballooned. The customer stated the set has been discarded and is not available for failure investigation.